Event description:
It was reported that the intellivue mx750 patient monitor freezes and the display does not update. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer requested that the customer send images of the monitor logs. In review of the logs, error codes are visible. A philips field service engineer (fse) went to the customer site to further evaluate the reported issue. Although the fse did not witness the screen freeze, it was determined that the mainboard was faulty and needed to be replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).